Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. Customer technical support (cts) was told by the customer that a leak was observed from the tubing at pinch valve (pv66). The customer replaced the tubing at pinch valve (pv66) that had a pinhole to resolve issues. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported failing white blood cell (wbc) and platelet (plt) backgrounds; and approximately 1 ml of blue fluid leaked from the coulter lh 500 hematology analyzer. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.